Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer claims she turned a heating pad on and placed it on a blanket on the couch. She alleges that 10 minutes later she smelled smoke and found the heating pad smoldering, which damaged her blanket. No injuries were reported with this incident.